Event description:
The physical therapist was transferring the patient out of bed and onto a knee walker. The patient had a gait belt around his waist. He sat up on edge of bed. He placed his knee on the knee rest on the walker. He then placed his hands on the handle of the walker and attempted to stand up. The handle telescoped down and the patient lost his balance. The therapist used the gait belt to pull him back onto the bed. The therapist checked the handle of the walker and it was locked in place but it still telescoped down when he applied his weight. The manufacturer's tag on the knee walker says the walker holds up to 136 kg/300 pounds.